Event description:
Sonic energy cleaner caught on fire-fire dept still at site-everyone had to evacuate the building-a lot of smoke-no one injured.

Manufacturer narrative:
The tech found that the micro switch for the lid was shorted out. He ordered and installed p/n p764330187, kit, lid lever s13 switch. Unit was repaired and placed back into use at the account. There is no indication from his report that the bldg had to be evacuated. The unit was located on the 4th floor in the "dirty c.s. Dept", which was evacuated.